Event description:
It was reported that 11 bd vacutainer® lithium heparinn (lh) 56 usp units blood collection tubes experienced overfill during use. The following information was provided by the initial reporter: material no: 366667 batch no: 9095727 event description per email states, during r&d testing in franklin lakes, we have identified instances where the tube draw volume was outside of our specifications. The specific product sku and batch numbers where this occurred are listed below. Event date awareness date catalog # batch # observation (B)(6) 2019 (B)(6) 2019: (B)(6). Draw volumes above 3.3ml (several tubes with maximum draw 3.31ml).

Manufacturer narrative:
Correction: g.4 date received by manufacturer: 6/12/2019.

Event description:
It was reported that 11 bd vacutainer® lithium heparin (lh) 56 usp units blood collection tubes experienced overfill during use. The following information was provided by the initial reporter: material no: 366667 batch no: 9095727. Event description per email states, during r&d testing in franklin lakes, we have identified instances where the tube draw volume was outside of our specifications. The specific product sku and batch numbers where this occurred are listed below. Event date: (B)(6) 2019, awareness date: 12 jun 2019, catalog # 366667, batch # 9095727. Observation: draw volumes above 3.3ml (several tubes with maximum draw 3.31ml).

Manufacturer narrative:
H.6. Investigation: investigation summary: bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for overfill with the incident lot was not observed as no tubes filled beyond its specification limits. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for overfill with the incident lot was not observed as no tubes filled beyond its specification limits. Root cause description: based on the investigation, a root cause could not be determined. No product was found to be have over filled past the specifications limits. Rationale: based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 11 bd vacutainer® lithium heparin (lh) 56 usp units blood collection tubes experienced overfill during use. The following information was provided by the initial reporter: material no: 366667, batch no: 9095727. Event description per email states, during r&d testing in (B)(4), we have identified instances where the tube draw volume was outside of our specifications. The specific product sku and batch numbers where this occurred are listed below. Event date, awareness date, catalog #, batch #, observation: on (B)(6) 2019, 12 jun 2019, 366667, 9095727, draw volumes above 3.3ml (several tubes with maximum draw 3.31ml).